Event description:
It was reported that this right atrial (ra) lead exhibited undersensing, oversensing, and ra auto threshold varied from 0.5 v to as high as 4v. Ts recommended programming changes and/or an ra lead revision. No adverse patient effects were reported. This lead remains in service.